Event description:
Consumer reported complaint for error message (e-3). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer stated that she removed the label from the test strip vial; customer was unable to provide lot number information. Customer stated the test strips had been opened on (B)(6) 2022. At the time of the call the customer reported having a headache; medical attention was not needed at the time.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.